Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet became hot while on a wireless charging pad, without temperature alerts and without impact to blood glucose. Symptoms included no clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included device log review and technical assessment. Investigation of this case revealed the device operated within specifications, with recorded temperatures below the device¿s charging alarm threshold and heat consistent with normal wireless charging behavior influenced by pad-to-coil alignment; a replacement charging pad was provided. It was concluded, based on previously established findings for similar reports, that the cause was normal device operation during wireless charging with expected thermal generation.